Event description:
It was reported that during a port placement procedure, the device allegedly had a crack. It was further reported that the device allegedly had a leak. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo and video were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that sometime post port placement procedure, the device allegedly had a crack. It was further reported that the device allegedly had a leak. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one clearvue slim implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, one electronic photo and one fluoroscopic video were provided for review. The video shows contrast was injected through a port and a small amount of contrast appears to leak through the port, suggestive of a defect within the port itself. No extravasation is seen from the catheter. Further, the photo shows bottom of one clearvue slim implantable port and a small pinhole was noted on the bottom of the port body. Upon infusion, a leak was observed from a small pinhole on the bottom of the port body. Therefore, the investigation is confirmed for the reported port body crack and fluid leak issues. Furthermore, during microscopic observation, suture plug was noted to have a small fracture, with a small piece detached were considered to be an incidental findings since it was not related to the original reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.